Event description:
Metal-on-metal liner would not properly seat into shell, but could not be extracted. This resulted in a surgical delay of 1-1/2 hours.

Manufacturer narrative:
This complaint is still under investigation. Dupuy will notify the FDA of the results of this investigation once it has been completed.